Event description:
It was reported the patient fell and their left implantable neurostimulator (ins) was not registering. It was noted on the day prior to this report the patient took a fall that impacted the left side of their head and chest. It was further noted the patient had ¿more than usual¿ difficulty. The reporter stated they checked the both inss and the ins on the left side of the patient¿s chest was not registering. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot # j0320163v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot # j0114193v, implanted: (B)(6) 2001, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).